Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% in-stent restenosed lesion in an unknown stent, was located in a severely tortuous and severely calcified left radial vein. Severe resistance was felt crossing the lesion with a non bcs 0.018 inch guide wire. The physician felt mild resistance when crossing the lesion with the 4.00 x 60 x135 sterling balloon for pre-dilation. On the first inflation, the balloon was inflated to 8 atms for 60 seconds. On the second inflation, the balloon was inflated to 10atms for 60 seconds. Upon the third inflation to 12atms, the balloon ruptured. The device was removed intact. The procedure was completed with a non bsc 4.0 x 100mm balloon. No patient complications were reported and the patient's status is good.